Manufacturer narrative:
Combination product: yes neither the complaint device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation of the product detailed above verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians description, the most probable root cause for the complaint event is related to the "patient's" anatomy.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 96 percent stenosis degree in the moderately tortuous proximal rca. Due to calcification of the lesion the stent could not pass and another stent was used. The procedure was completed.